Manufacturer narrative:
(B) (4): eval results: (death, endoleak); (severely disease and moderately calcified thoracic aorta).

Event description:
A talent stent graft device was implanted into a pt for the treatment of a 6.7cm thoracic aortic aneurysm. The thoracic aorta vessel was severely disease and moderately calcified. The thoracic aorta was 37mm in diameter proximally and 31mm in diameter distally. It was reported that after the proximal main was implanted an angiogram was performed revealing a retrograde blush distally. The physician implanted a second piece distally. A reliant balloon was used to balloon the stent graft with the balloon remaining completely within the stent graft. It was reported that the ballooning was very aggressive; and the distal section of the distal stent graft tore and the vessel wall was perforated and extended below the stent graft. (MFR# 2953200-2010-00266 and MFR# 2953200-2010-00264). The pt's blood pressure dropped and the physician attempted to control the bleeding with a balloon. The pt was not a candidate for an open surgical repair. The physician proceeded with the case and placed a 3rd stent graft to cover the tear and the perforation (MFR# 2953200-2010-00265). A chest tube was inserted into the pt to extract blood and an attempt to manage the bleeding medically; however, the pt coded and expired.